Event description:
It was reported that the unit was sent in for pm and found to have a fault. No patient involvement. At device investigation the comb was noted to be damaged. Diligence is complete.

Manufacturer narrative:
This event is being recorded under (B)(4) as an initial final report. E1:telephone-(B)(6) g3: foreign- united kingdom d10: 1:5.1 cutter 00770301500 lot # 61968525 serial (B)(6) 2:1 cutter 00770302000 lot # n/a serial (B)(6) 3:1 cutter 00770303000 lot # 60554890 serial (B)(6) 4:1 cutter 00770304000 lot # 60512627 serial (B)(6) the unit was found to have a damaged bottom roll, damaged comb, worn gear and spring pin, and a nonfunctional ratchet. The bottom roll, comb, gear, spring pin, and ratchet gear were replaced. The unit was tested to verify proper operation and returned. DHR was reviewed and no discrepancies related to the reported event were found. The reported event is confirmed. The root cause of the reported issue for the comb damage is attributed to a design issue. The root cause of the reported event for the damaged components is attributed to component failure as the device exhibits wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.